Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa for the left knee joint with the hp pin driver in question. During surgery, the steinmann pin was stuck in the hp pin driver in question and broke and could not be pulled out. Therefore, the hp pin driver in question was unusable. Since there was another hp pin driver, that was used, and the surgery was successfully completed within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa for the left knee joint with the hp pin driver in question. During surgery, the steinmann pin was stuck in the hp pin driver in question and broke and could not be pulled out. Therefore, the hp pin driver in question was unusable. Since there was another hp pin driver, that was used, and the surgery was successfully completed within 30 minutes surgical delay. No further information is available. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hp power pin driver has a broken unknown fixation pin head lodged inside and cannot be removed. The rest of the unk fixation pin was not returned. The observed damage is consistent with a combination of over-tightening the hp power pin driver while the unknown fixation pin is inserted off axis. The overall complaint was confirmed as the observed condition of the unk fixation pin would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.